Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Event description:
It was reported that the patient experienced ineffective therapy. Imaging revealed the lead had fractured. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and replaced. Issue resolved.